Event description:
Manufacturer's rep reported the pump was being explanted due to infection. The product was returned to the MFR for analysis. Additional pt info and event details have been requested from the hcp, and a follow up report will be sent when new info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis, and the results are not complete at the time of this report. A follow-up report will be sent when the analysis results become available.